Event description:
The prtr did a meter to hcp meter comparison test with the surestep meter reading 345 mg/dl and the hcp one touch profile reading 417 mg/dl. The test was done with two minutes and the rptr had no symptoms. During a follow-up phone call, the rptr stated that she did not want to provide any further info.